Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within spec.

Event description:
The customer reported that the insulin pump was not delivering insulin and her blood glucose went up to 535mg/dl. Advised the customer to get a back up from her doctor. Ran a fixed prime test and the insulin did not exit nor did not give a no delivery alarm. The customer was not comfortable and requested a replacement of the insulin pump. No further info was provided.